Event description:
The pt started physical therapy. Exercises included leg lifts and the treadmill. Afterward, she felt stimulation in the wrong location of her hip and foot. Stimulation was not covering her painful areas. The pt was not sure if therapy affected the stimulation coverage. The pt was at home at the time of the report; her status was reported as 'fair'. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.